Event description:
It was reported that the patient underwent total hip replacement surgery in early 2008, during which she received a durom acetabular component. Post-op, patient experienced pain and underwent revision surgery six months later.